Event description:
We have been informed of the following event: MFR report # mw5112799: covidien hysterolux hysteroscopic inflow tube set- packaging arrived with no lot#, no expiration date and no manufacture date listed. Product not used and returned to manufacturer. Additional information provided by the distributor: "08.11.2022 hs: for this one since we have such limited information, including no contact information, we cannot send a request to anyone asking for the product to be returned. We have filed it under (B)(4), product:72205028, item:10, lot no:unknown. For now, after talking to our people, we can close it as a no sample as we are not expecting to get the product back at this time. In the off chance that we do get product returned that is somehow tied to the medwatch or the pe we can reopen the complaint and amend the file at that time. I have closed it as a no sample today."